Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is not expected to be returned as the patient did not give consent. No additional adverse patient effects were reported.